Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of catheter break. Block h11: (investigation result) the returned extractor pro xl retrieval balloon was analyzed, and a visual and microscopic evaluation noted that the catheter was stretched and split in two pieces. No other problems with the device were noted. The product analysis revealed that the catheter was stretched and split in two pieces. These conditions could have been generated due to procedural factors such as excess of force or the manner as the device was handled and manipulated. Excessive manipulation of the device without enough care could have induced the problem found. Based on all gathered information, the most probable root cause is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an extractor pro xl retrieval balloon was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat presence of calculi in the biliary tract performed on (B)(6) 2025. During the procedure, at the time of extracting the gallstone the balloon split in two. It was reported that no piece of the balloon detached inside the patient. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event and the patient's condition at the conclusion of the procedure was reported to be stable. This event has been deemed a reportable event based on the investigation finding of device catheter detached or separated. Please see block h11 for full investigation details.